Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(6).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it exhibited high voltage. This lead was replaced for a non-boston scientific product. No additional adverse patient effects were reported.